Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left circumflex (lcx) with heavy calcification and moderate tortuosity. The 3.0x33mm xience prime stent delivery system (sds) was implanted, however, a dissection occurred post deployment. A 2.5x12mm xience prime stent was used to treat the dissection. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.